Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: above fallopian tubes/ /migration of essure device location of device: uterine cornua"), premature labour ("pre-term labor"), pregnancy with contraceptive device ("post implant pregnancy/pregnancy (with complications),"), cervical incompetence ("high risk pregnancy/ cerclage placement") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in a 41-year-old female patient (gravida 7) who had essure (batch no. 936683, 829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (total number of pregnancies: 6), parity 5 (live births: 6 ((B)(6) 1996, (B)(6) 2012, (B)(6) 2001, (B)(6) 2006, (B)(6) 2011), miscarriage in 2011, cervical incompetence on (B)(6) 2011 and cervix cerclage procedure on (B)(6) 2011. Concurrent conditions included cholelithiasis, chronic cholecystitis, hidradenitis, cholecystectomy since (B)(6) 2017 and postpartum state. Concomitant products included prenatal vitamins. In (B)(6) 2012, the patient experienced pelvic pain ("severe persistent pelvic pain/pain/I was in so much pain"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced polymenorrhoea ("hormonal changes describe: period 2x monthly with pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced menorrhagia ("menstrual hemorrhaging/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2017, 5 years after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced cervical incompetence (seriousness criterion medically significant). In 2017, the patient experienced premature labour (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gait inability ("I couldn't walk"), feeding disorder ("couldn't eat") and dysstasia ("couldn't stand"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (acetaminophen), dicloxacillin, hydroxyprogesterone and surgery (cerclage placement/ received weekly shots to prevent baby from coming early/bedridden). Essure treatment was not changed. At the time of the report, the device dislocation, premature labour, pregnancy with contraceptive device, cervical incompetence, menorrhagia, polymenorrhoea, anxiety, depression, vaginal haemorrhage, rheumatoid arthritis, bladder disorder, urinary tract disorder, dysmenorrhoea, gait inability, feeding disorder and dysstasia outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, bladder disorder, cervical incompetence, depression, device dislocation, dysmenorrhoea, dysstasia, feeding disorder, gait inability, menorrhagia, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, premature labour, rheumatoid arthritis, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: description of insertion procedure: there were 3 coils noted at the left tubal ostia. Attention was then turned to the right where in similar fashion the catheter was placed in the tubal ostia and coils deployed. Two coils were noted at the ostia. Cerclage placement ((B)(6) 2017). I was bedridden and couldn't walk, stand or eat. Tubal ligation on (B)(6) 2017. Plaintiff is currently planning for essure removal. Anticipated or scheduled date: 2018. Plaintiff does not have money and definite plans for removal at the time of report. Diagnostic results: (B)(6) 2011, ultrasound obstetric: a single gestational sac and yolk sac are demonstrated that have a normal appearance. A single fetal pole was demonstrated with a crown-rump length of 3.7 cm thai corresponds with a gestational age of 10 weeks and 4 days, and an estimated date of confinement of (B)(6) 2012. Fetal heart rate is 151 beats per minute. It is too early to evaluate for fetal anatomy. Placenta is located anteriorly. A small submucosal hemorrhage is demonstrated measuring 2.6 x 0.7 cm. The right ovary measures 3.3 x 3.3 x 2.4 cm and left ovary measures 2.8 x 2.8 x 1.1 cm. Right ovary demonstrates a corpus luteal cyst. Impression: single viable intrauterine pregnancy identified. Fetal age is 10 weeks and 4 days. Small submucosal hemorrhage is demonstrated. Method: transabdominal and transvaginal ultrasound examination. Pregnancy: singleton pregnancy. Number of fetuses: 1. Impression: ultrasound shows an active fetus with normal fluid. The growth is consistent with dates. No anomalies are seen as listed above. No soft markers for aneuploidy were visualized. The patient was counseled on the association of maternal age with karyotypic abnormalities. The risks, benefits, and limitations of amniocentesis and non-invasive prenatal testing were discussed, the patient was made aware that comprehensive ultrasound does not exclude the possibility of chromosomal abnormalities. The patient was reminded of the limitations of ultrasound. She has a positive screen for tri 18 and had nipt result is high risk pregnancy. Pathology notes ((B)(6) 2017): pathology was consistent with the entire length of the fallopian tube, review of the case with patient. No signs of the essure devices. On (B)(6) 2017: flat plat radiograph of the abdomen. No iup visualized. On (B)(6) 2017 type of test: hysterosalpingogram (hsg) - fallopian tubes successfully obstructed, consistent with history of tubal ligation. Right and left essure devices lie above the uterine cornua but not in the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: rheumatoid arthritis, pregnancy with contraceptive device, cervical incompetence and device dislocation. Lot number: 829063, manufacture date: 2011/02, expiration date: 2014/02. Lot number: 936683, manufacture date: 2012/01, expiration date: 2015/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: plaintiff fact sheet received. Events plaintiff couldn't walk,eat,stand were added. Outcome of event pelvic pain updated to resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("post implant pregnancy/pregnancy (with complications),"), cervical incompetence ("high risk pregnancy/ cerclage placement"), device dislocation ("malposition of essure device location of device: above fallopian tubes/ /migration of essure device location of device: uterine cornua"), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") and premature labour ("pre-term labor") in a 41-year-old female patient (gravida 7) who had essure (batch no. 936683, 829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (total number of pregnancies: 6), parity 5 (live births: 6 ((B)(6) 1996, (B)(6) 2012, (B)(6) 2001, (B)(6) 2006, (B)(6) 2011), miscarriage in 2011, cervical incompetence on (B)(6) 2011 and cervix cerclage procedure on (B)(6) 2011. Concurrent conditions included cholelithiasis, chronic cholecystitis, hidradenitis, cholecystectomy since (B)(6) 2017 and postpartum state. Concomitant products included prenatal vitamins. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("severe persistent pelvic pain/pain"). In 2012, the patient experienced polymenorrhoea ("hormonal changes describe: period 2x monthly with pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced menorrhagia ("menstrual hemorrhaging/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2017, 5 years after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced cervical incompetence (seriousness criterion medically significant). In 2017, the patient experienced premature labour (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (acetaminophen), dicloxacillin, hydroxyprogesterone and surgery (cerclage placement/ received weekly shots to prevent baby from coming early/bedridden). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, cervical incompetence, device dislocation, pelvic pain, menorrhagia, polymenorrhoea, anxiety, depression, vaginal haemorrhage, rheumatoid arthritis, premature labour, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, bladder disorder, cervical incompetence, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, premature labour, rheumatoid arthritis, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: description of insertion procedure: there were 3 coils noted at the left tubal ostia. Attention was then turned to the right where in similar fashion the catheter was placed in the tubal ostia and coils deployed. Two coils were noted at the ostia. Cerclage placement ((B)(6) 2017). I was bedridden and couldn't walk, stand or eat. Tubal ligation on (B)(6) 2017. Plaintiff is currently planning for essure removal. Anticipated or scheduled date: 2018. Plaintiff does not have money and definite plans for removal at the time of report. Diagnostic results: (B)(6) 2011, ultrasound obstetric: a single gestational sac and yolk sac are demonstrated that have a normal appearance. A single fetal pole was demonstrated with a crown-rump length of 3.7 cm thai corresponds with a gestational age of 10 weeks and 4 days, and an estimated date of confinement of (B)(6) 2012. Fetal heart rate is 151 beats per minute. It is too early to evaluate for fetal anatomy. Placenta is located anteriorly. A small submucosal hemorrhage is demonstrated measuring 2.6 x 0.7 cm. The right ovary measures 3.3 x 3.3 x 2.4 cm and left ovary measures 2.8 x 2.8 x 1.1 cm. Right ovary demonstrates a corpus luteal cyst. Impression: single viable intrauterine pregnancy identified. Fetal age is 10 weeks and 4 days. Small submucosal hemorrhage is demonstrated. Method: transabdominal and transvaginal ultrasound examination. Pregnancy: singleton pregnancy. Number of fetuses: 1. Impression: ultrasound shows an active fetus with normal fluid. The growth is consistent with dates. No anomalies are seen as listed above. No soft markers for aneuploidy were visualized. The patient was counseled on the association of maternal age with karyotypic abnormalities. The risks, benefits, and limitations of amniocentesis and non-invasive prenatal testing were discussed, the patient was made aware that comprehensive ultrasound does not exclude the possibility of chromosomal abnormalities. The patient was reminded of the limitations of ultrasound. She has a positive screen for tri 18 and had nipt result is high risk preg pathology notes ((B)(6) 2017): pathology was consistent with the entire length of the fallopian tube, review of the case with patient. No signs of the essure devices. (B)(6) 2017:flat plat radiograph of the abdomen. No iup visualized. On (B)(6) 2017 type of test: hysterosalpingogram (hsg) - fallopian tubes successfully obstructed, consistent with history of tubal ligation. Right and left essure devices lie above the uterine cornua but not in the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: rheumatoid arthritis, pregnancy with contraceptive device, cervical incompetence and device dislocation. Lot number: 829063. Manufacture date: (B)(6) 2011. Expiration date: 2014/02. Lot number: 936683. Manufacture date: (B)(6) 2012. Expiration date: 2015/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure, location of device: above fallopian tubes/ migration of essure, location of device: uterine cornua'), premature labour ('pre-term labor') and cervical incompetence ('high risk pregnancy/ cerclage placement') in a 41-year-old female patient who had essure (batch no. 936683,829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical incompetence on (B)(6) 2011, cervix cerclage procedure on (B)(6) 2011, miscarriage in 2011, multi gravida (total number of pregnancies: 6) and parity 5 (live births: 6 ( (B)(6) 1996, (B)(6) 2012, (B)(6) 2001, (B)(6) 2006, (B)(6) 2011). (B)(6) 2011, ultrasound obstetric: a single gestational sac and yolk sac are demonstrated that have a normal appearance. A single fetal pole was demonstrated with a crown-rump length of 3.7 cm thai corresponds with a gestational age of 10 weeks and 4 days, and an estimated date of confinement of (B)(6) 2012. Fetal heart rate is 151 beats per minute. It is too early to evaluate for fetal anatomy. Placenta is located anteriorly. A small submucosal hemorrhage is demonstrated measuring 2.6 x 0.7 cm. The right ovary measures 3.3 x 3.3 x 2.4 cm and left ovary measures 2.8 x 2.8 x 1.1 cm. Right ovary demonstrates a corpus luteal cyst. Impression: single viable intrauterine pregnancy identified. Fetal age is 10 weeks and 4 days. Small submucosal hemorrhage is demonstrated. Method: transabdominal and transvaginal ultrasound examination. Pregnancy: singleton pregnancy. Number of fetuses: 1. Impression: ultrasound shows an active fetus with normal fluid. The growth is consistent with dates. No anomalies are seen as listed above. No soft markers for aneuploidy were visualized. The patient was counseled on the association of maternal age with karyotypic abnormalities. The risks, benefits, and limitations of amniocentesis and non-invasive prenatal testing were discussed, the patient was made aware that comprehensive ultrasound does not exclude the possibility of chromosomal abnormalities. The patient was reminded of the limitations of ultrasound. She has a positive screen for tri 18 and had nipt result is high risk preg pathology notes ( (B)(6) 2017): pathology was consistent with the entire length of the fallopian tube, review of the case with patient. No signs of the essure devices. (B)(6) 2017:flat plat radiograph of the abdomen. No iup visualized. Concurrent conditions included urinary incontinence since (B)(6) 2018, uterine prolapse since (B)(6) 2018, stress incontinence since (B)(6) 2018, uterine fibroids since (B)(6) 2018, chronic cervicitis since (B)(6) 2018, endocervical squamous metaplasia since (B)(6) 2018, nabothian cyst since (B)(6) 2018, hyperplasia endometrial since (B)(6) 2018, adenomyosis since (B)(6) 2018, cholecystectomy since (B)(6) 2017, cholelithiasis, chronic cholecystitis, hidradenitis and postpartum state. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and nsaids. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced polymenorrhoea ("hormonal changes describe: period 2x monthly with pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced pelvic pain ("severe persistent pelvic pain/pain/I was in so much pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menstrual hemorrhaging/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish") and depression ("depression"). In 2013, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/pregnancy (with complications),"), 4 years 11 months after insertion of essure. In 2017, the patient experienced premature labour (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced cervical incompetence (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gait inability ("I couldn't walk"), dysstasia ("couldn't stand") and feeding disorder ("couldn't eat"). The patient was treated with dicloxacillin, hydroxyprogesterone, paracetamol (acetaminophen) and surgery (tubal ligation on (B)(6) 2017; bilateral salpingectomy, hysterectomy, uterus + cervix on (B)(6) 2018 and cerclage placement/ received weekly shots to prevent baby from coming early/bedridden). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, premature labour, pregnancy with contraceptive device, cervical incompetence, dysmenorrhoea, anxiety, depression, rheumatoid arthritis, gait inability, dysstasia and feeding disorder outcome was unknown and the pelvic pain, menorrhagia, polymenorrhoea, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, bladder disorder, cervical incompetence, depression, device dislocation, dysmenorrhoea, dysstasia, feeding disorder, gait inability, menorrhagia, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, premature labour, rheumatoid arthritis, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: description of insertion procedure: there were 3 coils noted at the left tubal ostia. Attention was then turned to the right where in similar fashion the catheter was placed in the tubal ostia and coils deployed. Two coils were noted at the ostia. Cerclage placement ((B)(6) 2017). I was bedridden and couldn't walk, stand or eat. Tubal ligation on (B)(6) 2017. Plaintiff is currently planning for essure removal. Anticipated or scheduled date: 2018. Plaintiff does not have money and definite plans for removal at the time of report. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: fallopian tubes successfully obstructed, consistent with history of tubal ligation. Right and left essure devices lie above the uterine cornua but not in the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: rheumatoid arthritis, pregnancy with contraceptive device, cervical incompetence and device dislocation. Lot number: 829063. Manufacturing date: 2011-02. Expiration date: 2014-02 . Lot number: 936683. Manufacturing date: 2012-01. Expiration date: 2015-01 . Lot number: 829063. Manufacture date: 2011/02. Expiration date: 2014/02 . Lot number: 936683. Manufacture date: 2012/01 . Expiration date: 2015/01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: above fallopian tubes / migration of essure device location of device: uterine cornua'), premature labour ('pre-term labor'), cervical incompetence ('high risk pregnancy/ cerclage placement') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a 41-year-old female patient who had essure (batch no: 936683,829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical incompetence on (B)(6) 2011, cervix cerclage procedure on (B)(6) 2011, miscarriage in 2011, multi gravida (total number of pregnancies: 6) and parity 5 (live births: 6 (on (B)(6) 1996, on (B)(6) 2012, on (B)(6) 2001, on (B)(6) 2006, on (B)(6) 2011). On (B)(6) 2011, ultrasound obstetric: a single gestational sac and yolk sac are demonstrated that have a normal appearance. A single fetal pole was demonstrated with a crown-rump length of 3.7 cm thai corresponds with a gestational age of 10 weeks and 4 days, and an estimated date of confinement on (B)(6) 2012. Fetal heart rate is 151 beats per minute. It is too early to evaluate for fetal anatomy. Placenta is located anteriorly. A small submucosal hemorrhage is demonstrated measuring 2.6 x 0.7 cm. The right ovary measures 3.3 x 3.3 x 2.4 cm and left ovary measures 2.8 x 2.8 x 1.1 cm. Right ovary demonstrates a corpus luteal cyst. Impression: single viable intrauterine pregnancy identified. Fetal age is 10 weeks and 4 days. Small submucosal hemorrhage is demonstrated. Method: transabdominal and transvaginal ultrasound examination. Pregnancy: singleton pregnancy. Number of fetuses: 1. Impression: ultrasound shows an active fetus with normal fluid. The growth is consistent with dates. No anomalies are seen as listed above. No soft markers for aneuploidy were visualized. The patient was counseled on the association of maternal age with karyotypic abnormalities. The risks, benefits, and limitations of amniocentesis and non-invasive prenatal testing were discussed, the patient was made aware that comprehensive ultrasound does not exclude the possibility of chromosomal abnormalities. The patient was reminded of the limitations of ultrasound. She has a positive screen for tri 18 and had nipt result is high risk preg pathology notes on (B)(6) 2017): pathology was consistent with the entire length of the fallopian tube, review of the case with patient. No signs of the essure devices. On (B)(6) 2017: flat plat radiograph of the abdomen. No iup visualized. Concurrent conditions included urinary incontinence since on (B)(6) 2018, uterine prolapse since on (B)(6) 2018, stress incontinence since on (B)(6) 2018, uterine fibroids since on (B)(6) 2018, chronic cervicitis since on (B)(6) 2018, endocervical squamous metaplasia since on (B)(6) 2018, nabothian cyst since on (B)(6) 2018, hyperplasia endometrial since on (B)(6) 2018, adenomyosis since on (B)(6) 2018, cholecystectomy since on (B)(6) 2017, cholelithiasis, chronic cholecystitis, hidradenitis and postpartum state. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) and nsaids. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced polymenorrhoea ("hormonal changes describe: period 2x monthly with pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced pelvic pain ("severe persistent pelvic pain / pain / I was in so much pain"). On (B)(6) 2012, the patient experienced menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy / pregnancy (with complications),"), 4 years 11 months after insertion of essure. In 2017, the patient experienced premature labour (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced cervical incompetence (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gait inability ("I couldn't walk"), feeding disorder ("couldn't eat") and dysstasia ("couldn't stand"). The patient was treated with dicloxacillin, hydroxyprogesterone, paracetamol (acetaminophen) and surgery (bilateral salpingectomy and cerclage placement / received weekly shots to prevent baby from coming early / bedridden). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, premature labour, pregnancy with contraceptive device, cervical incompetence, anxiety, depression, rheumatoid arthritis, dysmenorrhoea, gait inability, feeding disorder and dysstasia outcome was unknown and the pelvic pain, menorrhagia, polymenorrhoea, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, bladder disorder, cervical incompetence, depression, device dislocation, dysmenorrhoea, dysstasia, feeding disorder, gait inability, menorrhagia, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, premature labour, rheumatoid arthritis, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure removal date: on (B)(6) 2017 and on (B)(6) 2018. Description of insertion procedure: there were 3 coils noted at the left tubal ostia. Attention was then turned to the right where in similar fashion the catheter was placed in the tubal ostia and coils deployed. Two coils were noted at the ostia. Cerclage placement on (B)(6) 2017). I was bedridden and couldn't walk, stand or eat. Tubal ligation on (B)(6) 2017. Plaintiff is currently planning for essure removal. Anticipated or scheduled date: 2018. Plaintiff does not have money and definite plans for removal at the time of report. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2017: fallopian tubes successfully obstructed, consistent with history of tubal ligation. Right and left essure devices lie above the uterine cornua but not in the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: rheumatoid arthritis, pregnancy with contraceptive device, cervical incompetence and device dislocation. Lot number: 829063, manufacture date: 2011/02, expiration date: 2014/02. Lot number: 936683, manufacture date: 2012/01, expiration date: 2015/01. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder were updated from unknown to recovered. Event of pregnancy with contraceptive device downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("post implant pregnancy/pregnancy (with complications),"), cervical incompetence ("high risk pregnancy/ cerclage placement"), device dislocation ("malposition of essure device location of device: above fallopian tubes/ /migration of essure device location of device: uterine cornua"), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") and premature labour ("pre-term labor") in a (B)(6) female patient (gravida 7) who had essure (batch no. 936683, 829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (total number of pregnancies: 6), parity 5 (live births: 6 (B)(6) 1996, (B)(6) 2012, (B)(6) 2001, (B)(6) 2006, (B)(6) 2011), miscarriage in 2011, cervical incompetence on (B)(6) 2011 and cervix cerclage procedure on (B)(6) 2011. Concurrent conditions included cholelithiasis, chronic cholecystitis, hidradenitis, cholecystectomy since (B)(6) 2017 and postpartum state. Concomitant products included prenatal vitamins. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("severe persistent pelvic pain/pain"). In 2012, the patient experienced polymenorrhoea ("hormonal changes describe: period 2x monthly with pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced menorrhagia ("menstrual hemorrhaging/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2017, 5 years after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced cervical incompetence (seriousness criterion medically significant). In 2017, the patient experienced premature labour (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (acetaminophen), dicloxacillin, hydroxyprogesterone (received weekly shots to prevent baby from coming early) and surgery (cerclage placement/ bedridden). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, cervical incompetence, device dislocation, pelvic pain, menorrhagia, polymenorrhoea, anxiety, depression, vaginal haemorrhage, rheumatoid arthritis, premature labour, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, bladder disorder, cervical incompetence, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, premature labour, rheumatoid arthritis, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: description of insertion procedure: there were 3 coils noted at the left tubal ostia. Attention was then turned to the right where in similar fashion the catheter was placed in the tubal ostia and coils deployed. Two coils were noted at the ostia. Cerclage placement ((B)(6) 2017). I was bedridden and couldn't walk, stand or eat. Tubal ligation on (B)(6) 2017. Plaintiff is currently planning for essure removal. Anticipated or scheduled date: 2018. Plaintiff does not have money and definite plans for removal at the time of report. Diagnostic results: (B)(6) 2011, ultrasound obstetric: a single gestational sac and yolk sac are demonstrated that have a normal appearance. A single fetal pole was demonstrated with a crown-rump length of 3.7 cm thai corresponds with a gestational age of 10 weeks and 4 days, and an estimated date of confinement of (B)(6) 2012. Fetal heart rate is 151 beats per minute. It is too early to evaluate for fetal anatomy. Placenta is located anteriorly. A small submucosal hemorrhage is demonstrated measuring 2.6 x 0.7 cm. The right ovary measures 3.3 x 3.3 x 2.4 cm and left ovary measures 2.8 x 2.8 x 1.1 cm. Right ovary demonstrates a corpus luteal cyst. Impression: single viable intrauterine pregnancy identified. Fetal age is 10 weeks and 4 days. Small submucosal hemorrhage is demonstrated. Method: transabdominal and transvaginal ultrasound examination. Pregnancy: singleton pregnancy. Number of fetuses: 1. Impression: ultrasound shows an active fetus with normal fluid. The growth is consistent with dates. No anomalies are seen as listed above. No soft markers for aneuploidy were visualized. The patient was counseled on the association of maternal age with karyotypic abnormalities. The risks, benefits, and limitations of amniocentesis and non-invasive prenatal testing were discussed, the patient was made aware that comprehensive ultrasound does not exclude the possibility of chromosomal abnormalities. The patient was reminded of the limitations of ultrasound. She has a positive screen for tri 18 and had nipt result is high risk preg pathology notes ((B)(6) 2017): pathology was consistent with the entire length of the fallopian tube, review of the case with patient. No signs of the essure devices. (B)(6) 2017:flat plat radiograph of the abdomen. No iup visualized. On (B)(6) 2017 type of test: hysterosalpingogram (hsg) - fallopian tubes successfully obstructed, consistent with history of tubal ligation. Right and left essure devices lie above the uterine cornua but not in the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: rheumatoid arthritis, pregnancy with contraceptive device, cervical incompetence and device dislocation. Most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as hormonal changes describe: period 2x monthly with pain, pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, autoimmune disorder type of disorder: rheumatoid arthritis, malposition of essure device location of device: above fallopian tubes, bladder or urinary problems or changes, migration of essure device location of device: uterine cornua, dysmenorrhea (cramping), pre-term labor. Lot number added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.